Manufacturer narrative:
Follow-up #1: date of submission: 02/11/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2016 with the following findings: during investigation, there was evidence of moisture observed throughout the pump. A leak test was performed and a leak was found at a crack in the battery compartment and at the case seal between the display and seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.